Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the MFR process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Machine alarmed at the beginning of treatment and blood was observed in the lines. No defects were observed in the dialyzer. Blood test strips were used, results positive. Estimated blood loss was 300-400 cc's. Pt ad no adverse effects and no medical intervention was required. Sample is not available.